Event description:
Incident as reported: "during surgery, the trocar insert portion piece fell off into the pt. Piece was removed-all-staff aware. It was an applied medical kii optical access system model #c0r39. Pt was not harmed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
We are acknowledging receipt of the medwatch report. The customer has been contacted and returned of the device incident is anticipated. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.